Event description:
Patient revised to address loose cup and polyethylene wear of liner.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for the associated cup did not reveal any related manufacturing deviations or anomalies. No product/lot information was provided for the liner reportedly with wear. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.